Manufacturer narrative:
Implanting physician: dr. (B)(6). Implant facility name: (B)(6) hospital. Implant facility address: (B)(6).

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had a watchman closure device implanted on (B)(6) 2020 the patient experienced a cerebral vascular accident. The patient is back on blood thinners.

Manufacturer narrative:
Implanting physician: dr. (B)(6). Implant facility name: (B)(6) hospital. Implant facility address: (B)(6).

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had a watchman closure device implanted on (B)(6) 2020 and on (B)(6) 2020 the patient experienced a cerebral vascular accident. The patient is back on blood thinners.